Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that a day after the implant procedure, the atrial lead was found to be dislodged and in the right ventricle (rv) via chest x-ray. When the helix no longer worked during repositioning, the lead was explanted and replaced. Patient was stable before, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.